Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that following a supply change, the user experienced hyperglycemia, with a highest reported blood glucose of 415 mg/dl and persistent readings above 180 mg/dl for approximately five hours. After a second supply change, glucose levels were reported to remain elevated with a stabilized trend, and the user later planned to disconnect from the ilet system and administer an insulin injection for correction, with the cause of the hyperglycemia reported as unclear. Reported symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. The outcomes of the event included no hospitalization, no professional medical intervention, no assistance required, and no initial use of back-up therapy, with a subsequent intention to use an injection for correction. The investigation included troubleshooting and education regarding confirmation of glucose values with fingerstick testing and expectations for the time required for glucose to return to range. Investigation of the case revealed no device alarms requiring restart, no unresolved malfunction, no reported component breakage, and no confirmed device failure, and the event was categorized as hyperglycemia of unclear cause. Based on previously established findings for similar reports, the cause was concluded to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.